Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since a couple of months ago, the patient¿s device was not working at all; it was not helping their symptoms. It was noted that they had fallen a few times; they fell on christmas day and hurt their shoulder, but that was not caused by the device or therapy. They went to their healthcare provider who did a pelvic ultrasound to see if the device moved in their body. The patient did not have the results of the ultrasound yet, but noted that they have an appointment with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.